Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "battery err/improper shutdown" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however per precautionary measures, the battery cell will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module caused an improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.